Event description:
It was reported that the sheath covering the telescope was detached. The opticross imaging catheter was used to visualize the unspecified lesion located at the distal right coronary artery. It was noted that during set up for a percutaneous coronary intervention, the sheath covering the telescope was detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation with the female telescope tubing assembly detached at the anchor seal housing exposing the imaging core assembly. Water was leaking from the detached telescope assembly during the flushing process. Impedance testing finds the device is capable of imaging properly. Full image characterization testing cannot be performed based on the detached telescope tubing. This exposes the imaging core and could cause it to windup during testing. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the sheath covering the telescope was detached. The opticross¿ imaging catheter was used to visualize the unspecified lesion located at the distal right coronary artery. It was noted that during set up for a percutaneous coronary intervention, the sheath covering the telescope was detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.